Manufacturer narrative:
The lens was returned positioned incorrectly (posterior surface up) in the lens case. Solution and a small amount of blood was dried on the lens. One haptic is bent in the gusset and distal area. The optic is torn/cut from the edge near the bent haptic. The torn/cut damage extends to the optic center with an additional torn/cracked area. A very small cracked area is also observed on the optic. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified associated products were used. The ma60ac model is only qualified for use in the company (a) and (b) cartridges. Bent haptic damage was observed. This was most likely interpreted as the reported complaint of "twisted". All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met approved release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported upon placement of an intraocular lens (iol), it was twisted. The lens was 'changed'. Additional information was requested.